Event description:
Machine was turned on and checked preoperatively in preparation for a tight ureteroscopy with possible ureteral biopsy procedure. At the time the machine was needed for the procedure, the laser fiber was connected and the machine was activated. When the surgeon stepped on the laser foot pedal to fire the laser, the machine immediately defaulted back to standby mode. Error code revealed "energy low." Upon using the troubleshooting guide which included replacement of laser fiber and blast shield in addition to calling the laser representative and service technician, all attempted interventions were unsuccessful. Ureteral stent was inserted per surgeon with patient's condition stable.